Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, h2, h11.

Event description:
During a planned mitraclip procedure, a pericardial effusion was noted which required surgical intervention. Following transseptal puncture, the patient became hypotensive, and an echocardiogram revealed a pericardial effusion in the left atrium the patient was transferred to surgery to resolve the bleeding and stabilize the patient. There were no performance issues with any abbott devices.